Event description:
It was reported that the user experienced multiple leaking insulin cartridges in the ilet pump over two days, with leakage noted when the connector piece was attached to the cartridge outside of the pump, consistent with a leak/splash issue involving the reservoir component. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Customer care provided support that included troubleshooting and analysis of information provided by the user. Investigation of this case revealed findings consistent with a leakage at a seal, aligning with a leak/splash problem associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.